Manufacturer narrative:
The subjected device was returned to olympus medical systems corp.(omsc) for evaluation. Omsc tried to reproduce the phenomenon with the subject device and another scope omsc owns. Omsc shook lightly the scope-connector, and found the error message (b31), the image noise, and the disappearance of the image. Omsc checked the error log of the subject device, and confirmed that the error massage (b31) occurred at (B)(6) 2016. Omsc evaluated the subject device and found the following. The scope lock mechanism was deformed. There was a scratch that is estimated to have the attempt to remove the scope without releasing the scope lock on the locking lever. Omsc checked the device history record of the subject device, and there was no irregularity found. Omsc evaluated the ltf-s190-10, and confirmed that the foreign material was attached on the periphery of the electrical contact. Omsc tried to reproduce the phenomenon with the subject device and the ltf-s190-10. But the phenomenon was not reproduced. As a result of these investigation, omsc surmised that this event caused by the following. The facility pulled out without releasing the scope lock. So excessive stress was applied to the scope lock mechanism, and the scope lock mechanism was deformed. The ltf-s190-10 was not sufficiently fixed, because the scope lock mechanism was deformed. The connection between the ltf-s190-10 and the subject device became unstable, the communication failure occurred. The facility connected the wet scope connector to the subject device, the communication between the ltf-s190-10 and the subject device was inhibited by the moisture, and the communication failure occurred. The otv-s190 instruction manual states the corresponding method when there is an abnormality. There were no further details provided. If significant additional information is received, this report will be supplemented. Please cross reference the associated complaint files: MFR report#: 8010047-2016-00825.

Event description:
Olympus was informed the following. Just before the laparoscopic distal gastrectomy, the facility connected the subject device and the ltf-s190-10, and turned on the subject device. The disappearance of the endoscopic image occurred, and the error massage (b31) was displayed. The error massage (b31) has referred to the scope communication error. The facility turned off the subject device, and re-turn on. And the facility pulled out the connector, and re-connected. But the endoscopic image was not displayed. The facility changed the procedure to the open surgery and completed. The patient was in the recovery trend.